Event description:
It was reported to boston scientific corporation that following an anterior and posterior pelvic floor repair procedure performed on (B)(6) 2010, using a pinnacle posterior pfr kit, the patient was admitted into the hospital on (B)(6) 2010, for a stroke she had that day. During the examination to find the cause of the stroke, the physician discovered the patient had developed a rectal vaginal fistula. The physician performed two enemas because the patient had an obstructed rectum. Solid and liquid stool were cleaned out from the obstructed rectum, and it is now reported to be clean and no longer obstructed. The patient remained in the hospital until (B)(6) 2010 and was ordered to take in a "low-residue diet." She was prescribed antibiotics (type unknown) for an unknown length of time. It was reported that the patient experienced diarrhea "over the weekend" (exact date unknown), but the physician opines that it will resolve itself. The physician opines that the placement of the pinnacle posterior may have contributed to the fistula, but that the fistula and pinnacle placement "did not have anything to do with the stroke." The physician stated that the mesh will remain implanted unless the fistula does not resolve itself. The physician is still monitoring the patient; further information regarding whether the patient needs additional intervention has not been forthcoming.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.